Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, there were two instances where a clip fell off inside the patient before the technician opened their hand. Additionally, today, when the technician pulled the device out of the package, they found the clip already lying in the package. Fortunately, they were able to retrieve the clip. In another procedure involving a snare, attempts were made to use cautery for cutting, but the snare proved ineffective. The grounding pad was repositioned three times in an effort to improve cutting, but without success. Even after switching to a different cautery machine and attempting the procedure without heat (cold), the snare still wouldn't cut. The procedure was completed with a similar captiflex small oval snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issues.